Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture (loc). Technical services (ts) was consulted and recommended in clinic evaluation. This lv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture (loc). Technical services (ts) was consulted and recommended in clinic evaluation. This lv lead remains in service. No adverse patient effects were reported. Additional information was received, this left ventricular (lv) lead was addressed and it is successfully capturing when set to trend. Technical services (ts) was consulted and noted an alert for bi ventricular pacing, therefore, suggested considering turning bi ventricular trigger on. This lv lead remains in service. No adverse patient effects were reported.